Event description:
Burn my skin, it irritated my skin when using it and left the skin feeling more of a burn than before. It is dangerous that this lamp burns people like me. Although it has 510k, k181805, but it is a rx medical device and should be removed from amazon. Here is the link of the lamp www.amazon.com/dp/b08h1vrmct.